Manufacturer narrative:
The field representative in this patient's territory has been contacted. Additional information is pending.

Event description:
Boston scientific received a call from a patient advocate reporting that the patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital emergency room (ER). The advocate mentioned that at the ER, they were told the device was not working. Then the advocate mentioned a boston scientific field representative checked the device and said the device was also not working. The patient was scheduled to see an electrophysiologist. There were no reported adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative contacted the physician who confirmed the device functionality is fine. The physician noted the patient had been checked since her emergency room visit, which is where someone implied that the device was not working correctly. The physician suspects that person the person who checked the patient in the emergency room may not understand s-ICD feature sets or device function might have been referring to the fact that this device does not provide bradycardia pacing support and pacing may not have been observed when they thought it should have. The physician also stated that the patient had complained about discomfort and pain from the device, therefore he elected to explant it. The procedure was scheduled, but then cancelled because the patient did not continue her coumadin and her inr was too high. The procedure will be scheduled for another time.

Event description:
Additional information was received that this s-ICD system was removed to upgrade the patient to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported.